Event description:
It was reported that after interventional and diagnostic procedures, arteriotomy closure was achieved of common femoral arteries using perclose proglide devices. The customer indicated they had numerous cases which they encountered difficulty reinserting the flexible end of 0.035inch j-tipped glidewires and angled tip stiff shaft 0.035inch glidewires into the guide wire port of the proglide devices to close over a guide wire to maintain vessel access. In each case after numerous attempts, insertion of the guide wires into the proglide device guide wire exit port was ultimately successful. In each case, after fully advancing the knot with the proglide suture trimmer and with the guide wire remaining in the vessel, hemostasis was achieved and the guide wire was fully removed. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operators were reported to be trained in the use of the perclose proglide device. The number of cases and any patient information could not be recalled. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The guide wire reportedly remained in the vessel as the knot was advanced with the suture trimmer to the arteriotomy. The proglide instructions for use states under the device placement section to advance the knot to the arteriotomy by applying tension to the rail suture limb. (Do not advance the knot with the suture trimmer until the guide wire has been completely removed from the patient.) Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Estimated date of event - the customer reported the events occurred in the month of (B)(6) 2012 before reporting the product experience. Terumo glidewire 0.035inch, terumo j-tipped 0.035inch glidewire, angiomax. Failure to follow steps - the knot was reportedly advanced to the vessel using the suture trimmer with a guide wire remaining in the vessel. The instructions for use states under the device placement to advance the knot to the arteriotomy by applying tension to the rail suture limb. (Do not advance the knot with the suture trimmer until the wire has been completely removed from the patient). The customer reported the devices were discarded. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information.